Manufacturer narrative:
510k: this report is for one (1) unknown trauma screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date unknown. Additional surgical intervention was required. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code: device fragments in patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a fracture repair fourteen (14) years ago and started to complain of swelling and inflammation approximately one and a half years ago. On (B)(6) 2018 the plate and screws were removed. During hardware removal, fragments were generated by broken screws. Some screws remained in the patient due to bone being embedded in the hardware, making it difficult to remove. Some metal shavings generated by the screws remained in the patient. A hardware removal set from stryker and depuy synthes craniomaxillofacial was used to attempt removal of hardware; however, these instruments proved ineffective due to so much bone growth on hardware. A midas rex was used to cut the plate and burr off the heads, surgical lube and wet laps were used to minimize metal shavings left in the patient. The surgery was prolonged approximately sixty (60) minutes. Plates were successfully removed. Fixation was successful and there was no harm patient. Concomitant devices reported: 3.5mm cortex screws (part unknown, lot unknown, qty 4), 3.5mm lcp posterolateral (part 241.265, lot unknown, qty 1), 3.5mm lcp reconstruction plate (part 245.061, lot unknown, qty 1). This report is for one (1) unknown trauma screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was performed for the subject device: this investigation addresses the 2.7mm locking screws (202.2xx). Device condition: the provided picture shows four (4) broken screw heads, two (2) broken screw shafts, and two (2) broken fragments. The screw part numbers could not be definitively determined as the devices were not returned and could not be distinguished in the provided picture. Additionally, it is unknown which threaded shafts may belong with the broken heads so a definitive screw count could not be completed. However, as broken screws are displayed in the picture, conservatively, the complaint condition is considered confirmed. The condition of the screws are consistent with the reported condition but cannot be replicated as the screws are already broken and were not returned for evaluation. Lot number review: a DHR review could not be performed as the lot number is unknown. Drawing review: the screw part numbers could not be identified in the picture. However, it was reported that the broken screws were from the following families; one (1) from the 3.5mm cortex screw family (204.8xx), one (1) from the 4.0mm cancellous bone screw family (206.0xx), one (1) from the 2.7mm locking screw family (202.2xx), and two (2) from the 2.4mm cortex screw family (201.7xx). Thus, the following drawing was reviewed under this pi for the 2.7mm locking screw; --2.7mm locking screw: 202_206 during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As the physical device was not received no further dimensional or material testing could be completed. No definitive root cause was able to be determined as circumstances surrounding the event and over the 14 year implant duration are unknown and the devices were not available for inspection. Risk assessment review: the wrist fusion plates design and clinical risk management (dcrm) document,was reviewed and found to adequately address the complaint condition. Conclusion: a visual inspection via the provided image, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition of broken is confirmed as the provided image displays four (4) broken screw heads, two (2) broken screw shafts, and two (2) broken fragments. No new malfunctions were observed during the course of this investigation. From the provided information, no design or manufacturing issue was identified. The risk assessment was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for unknown 2.7mm locking screws (202.2xx).